Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d11424, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient said the spinal cord stimulator (scs) system was not working for the past year to 1.5 years. The symptom of the scs not working was noted. An MRI was prescribed and MRI guidelines were requested. Relevant medical history included non-malignant pain and lumbar radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.